Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots and this product shipped to the customer over the past 3 months. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out onto the bed when the pt's catheter disconnected from the tubing set while sleeping. Pt was approx in drain three of treatment. Caretaker tried to reconnect the same tubing set to the pt's catheter. It is unk if prophylactic antibodies were used. There are no known adverse events related to this event. Sample was not available.